Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to deploy the helix of this lead. It was noted that even when the lead was removed from the patient the helix was still unable to be deployed. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.